Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to establish communication using the ipg. It was also stated the patient's programmer reflected a communication error. A company representative found the ipg to be inoperable. As such, the patient will under surgical intervention at a later date to address the issue.

Manufacturer narrative:
Describe event or problem - additional information was received.

Event description:
Therapy was restored.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model